Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 23 mmol/l. It was stated that the customer also experienced vomiting and abdominal cramping. The customer mentioned getting a low battery alarm less than a week after inserting a new battery. Troubleshooting was performed. Found off no power alarms in the alarm history without first giving a low battery alarm. No damage to the battery cap reported. Advised the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.